Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a cassette alarm. There was no patient, or clinician injury associated with these occurrences. The event occurred during bench test. No further details provided at this time.

Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional testing was performed and it was found that the downstream occlusion sensor failed calibration and was stuck at 2500mv. The investigation determined that an inoperable downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced.